Event description:
A patient may have had an allergic reaction to one of our single lumen PICC spectrum catheters. It is not clear if it was the catheter or perhaps a drug the pt was given. When the catheter was removed, the problem resolved; however, she had also had medication at that time for the allergic reaction. Additional info was received on 09/05/2008: after the PICC was placed, pt developed rash on both axilla and on her back, complaints of vaginal burning. The PICC was exchanged for a polyurethane one. The pt took oral xanax before the procedure and was given benadryl when she developed allergy symptoms. She had been on several antibiotics over the last several years for recurrent wound infections-looked like mainly cipro. Not sure if it was the PICC or the xanax since both were used at very close to the same time. The resolution of symptoms could have been from the benadryl and not the removal of the catheter. Pt had nka listed in her record.

Manufacturer narrative:
Add'l info: no product was returned for investigation. Based on the info provided and the results of our investigation, we are not able to say the device was the source of the difficulty encountered as no conclusive evidence was provided. However, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.